Manufacturer narrative:
A complete analysis and testing of the enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, found the sensor cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a sensor error alert. The customer's blood glucose was 256 mg/dl. Troubleshooting was performed and it was found that the sensor was fully inserted and flat against the skin. It was also found that there was no damage to the connection bridge or pins. A test plug procedure was passed. Issues with the sensor readings were also mentioned as having occurred. It was also reported that there appeared to be blood on the sensor itself, but that the customer was not bleeding. Nothing further reported.